Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this device was explanted due to premature battery depletion (pbd) which was attributed by an old lead and high thresholds, the programmed output required for capture. No additional adverse patient effects were reported.